Event description:
The customer reported that the power on the equipment turned off during an examination with the patient. No injury was reported as a result.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.